Event description:
Customer alleged the casters would not hold when the brakes were depressed.

Manufacturer narrative:
Hill-rom technician found that when the brakes were activated, the brake casters did not hold. The casters were worn. He replaced the casters and the bed functioned to design specifications.